Manufacturer narrative:
Corrected fields: d5, e2 and e3 is unknown (initially it was submitted as "yes" and "other healthcare professional"). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Manufacturer narrative:
Corrected fields: h6 (health effect ¿ clinical code, health effect ¿ impact codes).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had an auto fill failure. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had an auto fill failure.